Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. The customer cause of hospitalization was high blood glucose. The customer stated that the pump was exposed to high magnetic field such as MRI. The customer stated that she was at doctor's office will call back to troubleshoot for high blood glucose.